Event description:
It was reported that patient presented with post operative bleeding. No additional information was provided regarding the outcome or any treatment administered; however, no further patient complications were reported.

Manufacturer narrative:
The complaint could not be verified as functional testing concluded that the returned device performed as intended. The root cause could not be determined with confidence as several factors could contribute to the post-operative bleed such as: it is possible that the suction pressure at the customer¿s facility may have not supplied enough pressure in order to excavate blood and tissue which will cause the tip to clog; therefore, decreasing the functionality of the wand, health and the patient's compliance to post-op instructions, or certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. Another factor unrelated to the manufacture or design of the device which could have contributed to the reported event is an issue with the controller, however this device was not returned for evaluation.